Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Their atrial lead showed inappropriate automatic mode switch episodes due to myopotential over-sensing. No intervention was made. The patient was in stable condition.